Manufacturer narrative:
As reported, post-implant of the bard/davol perfix plug, the patient experienced pain, bacterial infection and underwent subsequent surgical intervention for mesh explant. As reported, during the explant procedure there was no obvious infection, but the patient¿s symptoms resolved following explant and antibiotic treatment. Based on the information provided, no conclusion can be made. Postoperative infection is a known inherent risk of any surgical procedure. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no indication of a manufacturing related cause for the patient¿s reported postoperative course. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in october, 2020. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient experienced pain post-implant of a perfix plug. (B)(6) 2021 - a healthy male underwent an uneventful open left inguinal hernia repair procedure with implant of a bard/davol perfix plug. (B)(6) 2021 - the patient had complaints of inguinal pain and left thigh pain. (B)(6) 2021 - the patient continued to have pain, CT abdomen and pelvis revealed air around the mesh. (B)(6) 2021 - the patient underwent additional surgery in which the mesh was explanted. Culture was positive for staphylococcus epidermidis (sensitive to augmentin). As reported, there was no obvious infection at surgery but symptoms completely resolved following antibiotic treatment.